Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) product description: coveredge 32, 70cm 4x8 surgical lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the battery site. Symptom was puss noted in the wound. The physician believed that the infection was not device related and the patients body rejected the battery. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), product description: coveredge 32, 70cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the battery site. Symptom was puss noted in the wound. The physician believed that the infection was not device related and the patients body rejected the battery. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.